Event description:
The pump was returned to animas. Evaluation revealed an out of calibration force sensor.

Manufacturer narrative:
(B)(6). The pump was returned to animas and evaluated by product analysis on 05/18/2011. During evaluation, the force sensor was found to be out of calibration.